Event description:
It was reported that the customer was admitted in the intensive care unit due to ketoacidosis and high blood glucose over 800mg/dl. The caller stated that the insulin pump alarmed an error, and the customer was using pen instead of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and during basic occlusion test due to loose drive support disk. Unable to perform the occlusion and no delivery tests due to prime/fill anomaly.